Event description:
It was reported that a user newly trained on the ilet experienced hyperglycemia after a meal, with a blood glucose of 294 mg/dl, and was advised to hydrate, monitor glucose, and allow the ilet to deliver insulin; ketone testing showed trace ketones. Symptoms included elevated blood glucose and trace ketones without additional reported clinical manifestations. Outcomes included user education and troubleshooting with no alarms, no alerts, and no hospitalization. Investigation included customer interview and assessment of use conditions during the initial adaptation period. Investigation of this case revealed no device alarms or malfunctions and was consistent with early use adaptation and postprandial hyperglycemia, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.